Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. She had day surgery on (B)(6) for a pinched nerve in her elbow and carpal tunnel in her wrist. Two nights after her surgery, the patient must have slipped out of bed because she woke up between the wall and the bed. She was on the floor on her right side, which is the same side as the device. As of two days ago, the patient felt no stimulation and her symptoms returned. She verified the device was on and increased amplitude, which she felt, but it went away. It was also reported that the patient was getting a poor communication screen when trying to sync with the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v109632, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).